Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to corroded keypad traces noted; also unable to perform basic occlusion test and occlusion test due to completely broken off reservoir tube lip and missing the reservoir tube o-ring. However, no unexpected button error alarms, failed battery test alarms, blank display anomalies, off no power alerts, anomalies, frozen or locked screen anomalies or reset anomalies noted during our testing. Set today's date and time was with no anomalies noted during our testing. The operating currents are within specifications and passed pump self-test, off no power test, a21 error test, displacement test, rewind test, prime test and excessive no delivery test. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and failed battery test. Customer's blood glucose at time of incident was unknown. Customer was advised to insert new aaa alkaline battery in the pump. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that buttons were not working at all. The customer was advised that the device would be replaced due to button error and keypad anomaly.